Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Data was sent for engineering analysis. Analysis showed that device is exhibiting premature depletion and was confirmed that the power consumption of this device has been increasing. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial MDR in blocks a1 patient identifier, a2 date of birth and age, a3 gender and this supplemental report was created to capture additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). Data was sent for engineering analysis. Analysis showed that device is exhibiting premature depletion and was confirmed that the power consumption of this device has been increasing. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.